Event description:
The plaintiff's attorney alleged that the decedent experienced an adverse cardiovascular event and subsequently expired, all of which was allegedly caused by exposure to the product administered for dialysis treatment.

Manufacturer narrative:
(B)(4). This is one of two device reports associated with this event.